Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining as follows: importer site contact and address: (B)(6). Importer site establishment registration number: (B)(6). "-physician's comment I can not understand why resonance could not advance. I wonder if the sheath got narrowed by pressure of tumor. Please investigate the point of the root cause. Also, if there has been reported the same complaint (the sheath got narrowed/collapsed by pressure of tumor) for manufacture in global, please advise the occurrence rate and details of the complaint. -sale rep¿s comment since I¿ve been with physician for his support, it seems there was no problem with his procedure and how to use. There was no trouble when he advanced the device into accessory channel of cystoscopy, and the sheath was advanced into kidney pelvis without problem. If there has been reported the same complaint (the sheath got narrowed/collapsed by pressure of tumour) for manufacture in global, please provide occurrence rate and details of the complaint." The rms-060024-r device involved in this complaint was returned to cirl for an evaluation. A lab evaluation was held on 09/mar/2017. During the lab evaluation it was noted that the clear sheath was not available and therefore could not be evaluated. The green introducer and stent were available and both components were free from defects when visually inspected. Given that the green introducer and stent were free from defects which could have contributed to the event and considering the customer comments, it is most likely that the advancement difficulty was related to the clear sheath. Photographs of the clear sheath were sourced from cook (B)(6) which show the sheath is squeezed and distorted at one point; it is likely that the sheath was squeezed by the pressure of the tumour which caused the advancement difficulty as it prevented the stent from passing through the sheath. The complaint was confirmed based on customer testimony and visual inspection of the photographs of the clear sheath which were sourced form cook (B)(6) which show the squeezed sheath. A possible cause of the advancement difficulty could be attributed to patient anatomy. As the customer stated, it is possible that the tumour growth may have restricted the clear introducer sheath and hindered the advancement of the device. However as the clinical conditions during the use of the device cannot be replicated in a laboratory setting, it is not possible to conclusively determine the root cause of this event. In response to the customer request regarding previous similar complaints for this device, historically there have been no similar complaints for this product rpn. However there was one somewhat similar complaint (B)(4) for this product family where the stent could not be fully advanced through the clear sheath; the first pigtail did not exit the sheath as expected. This event occurred in 2014 and the device was not returned for an evaluation. Therefore a root cause could not be determined; the customer complaint was confirmed on customer testimony. This event did not involve the sheath being narrowed by the pressure of a tumour. There have been no complaints involving the sheath being narrowed by the pressure of a tumour. It should be noted that the instructions for use instructs the user as follows: with introduction catheter and sheath in proper position, remove introduction catheter to allow passage of the stent. Use the pigtail straightener to introduce the stent to the sheath. Use the introduction catheter to advance the stent through the sheath until the numbered marker corresponding to the stent length being deployed reaches the hub on the sheath. At this point the first pigtail will have fully deployed from the sheath. To prevent further deployment of the stent in the kidney hold the introduction catheter in place and retract the sheath. When the hub of the sheath aligns with the proximal ink mark on the introduction catheter the second pigtail is about to deploy. At this point retract both the sheath and introduction catheter completely." Prior to distribution all rms-060024-r devices are subject to 100% inspection to ensure device integrity, these inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A patient who has hydronephrosis due to cancer in the large intestine underwent stent placement using rigid cystoscopy transurethrally. The patient's anatomical forms were suitable for the procedure as there was no severe tortuously. Introduction catheter and sheath were inserted through rigid cystoscopy first, then introduction catheter was removed. Resonance stent was advanced into the sheath by pushing the introducer catheter. However, the stent could not be advanced from 2cm after inserted into urinary duct. Since it was suspected kink in the sheath, the user displaced the sheath a little, then the stent was attempted to advance again, but the stent could not be advanced from the same area where suspected stenosed by cancer. The user determined that it is difficult to place resonance. He cut the sheath below hub to remove rigid cystoscopy. Then, the sheath was cut again to expose resonance stent to removed it. After the wire guide (terumo/ radifocus 0.035inch, 150cm) was inserted into kidney through the sheath, the sheath was removed. Another manufacture's stent (medicon/bard inray optima) was used instead to complete the procedure. There have been no adverse effect to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. "Pnysician's comment: I can not understand why resonance could not advance. I wonder if the sheath got narrowed by pressure of tumor. Please investigate the point of the root cause. Also, if there has been reported the same complaint (the sheath got narrowed/collapsed by pressure of tumor) for manufacture in global, please advise the occurrence rate and details of the complaint. Sale rep¿s comment: since I¿ve been with physician for his support, it seems there was no problem with his procedure and how to use. There was no trouble when he advanced the device into accessory channel of cystoscopy, and the sheath was advanced into kidney pelvis without problem. If there has been reported the same complaint (the sheath got narrowed/collapsed by pressure of tumour) for manufacture in global, please provide occurrence rate and details of the complaint." The rms-060024-r device of lot c1278733 involved in this complaint was returned to cirl for an evaluation. During the lab evaluation it was noted that the clear sheath was not returned and therefore could not be evaluated. The green introducer and stent were returned and both components were free from defects when visually inspected. Given that both returned components were free from defects which could have contributed to the event and considering the customer comments, it is most likely that the advancement difficulty was related to the clear sheath. As the clear sheath was not returned, a definitive root cause for the customer complaint could not be determined. The complaint was confirmed based on customer testimony. A possible cause of the advancement difficulty could be attributed to patient anatomy. As the customer stated, it is possible that the tumour growth may have restricted the clear introducer sheath and hindered the advancement of the device. However as the clinical conditions during the use of the device are unknown, it is not possible to conclusively determine if this is a possible factor, in response to the customer request regarding previous similar complaints for this device, historically there have been no similar complaints for this product rpn. However there was one somewhat similar complaint ((B)(4)) for this product family where the stent could not be fully advanced through the clear sheath; the first pigtail did not exit the sheath as expected. This event occurred in 2014 and the device was not returned for an evaluation. Therefore a root cause could not be determined; the customer complaint was confirmed on customer testimony. This event did not involve the sheath being narrowed by the pressure of a tumour. There have been no complaints involving the sheath being narrowed by the pressure of a tumour. It should be noted that the instructions for use (IFU) instructs the user as follows: ¿(2) with introduction catheter and sheath in proper position, remove introduction catheter to allow passage of the stent. (3) use the pigtail straightener to introduce the stent to the sheath. (4) use the introduction catheter to advance the stent through the sheath until the numbered marker corresponding to the stent length being deployed reaches the hub on the sheath. At this point the first pigtail will have fully deployed from the sheath. (5) to prevent further deployment of the stent in the kidney hold the introduction catheter in place and retract the sheath. (6) when the hub of the sheath aligns with the proximal ink mark on the introduction catheter the second pigtail is about to deploy. At this point retract both the sheath and introduction catheter completely." During manufacture the mtm is instructed as follows: ¿ensure that the stent can fit through the sheath and can be released using the catheter as a pusher using the pigtail straightener during deployment to ensure that the catheter tip exits the sheath tip." A review of the manufacturing records for the rms-060024-r device of lot c1278733 did not reveal any discrepancies that could have contributed to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1278733; upon review of complaints this failure mode has not occurred previously with this lot # c1278733. A review of the incoming quality control record for the clear sheath component involved in this complaint did not reveal any discrepancies that could have contributed to this issue. Prior to distribution all rms-060024-r devices are subject to 100% inspection to ensure device integrity, these inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A patient who has hydronephrosis due to cancer in the large intestine underwent stent placement using rigid cystoscopy transurethrally. The patient's anatomical forms were suitable for the procedure as there was no severe tortuously. Introduction catheter and sheath were inserted through rigid cystoscopy first, then introduction catheter was removed. Resonance stent was advanced into the sheath by pushing the introducer catheter. However, the stent could not be advanced from 2cm after inserted into urinary duct. Since it was suspected kink in the sheath, the user displaced the sheath a little, then the stent was attempted to advance again, but the stent could not be advanced from the same area where suspected stenosed by cancer. The user determined that it is difficult to place resonance. He cut the sheath below hub to remove rigid cystoscopy. Then, the sheath was cut again to expose resonance stent to removed it. After the wire guide (terumo/ radifocus 0.035inch, 150cm) was inserted into kidney through the sheath, the sheath was removed. Another manufacture's stent (medicon/bard inray optima) was used instead to complete the procedure. There have been no adverse effect to the patient reported.